Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no cassette" alarm. It was reported that the customer switched to another pump. No patient injury reported.